Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had been fine since her current implant but all of a sudden she had wet the bed. The patient stated that she increased stimulation from 1.0 to 2.1 in order to feel stimulation. The patient noted that changing from 0.6 to 1.0 prior to symptom change and was told to feel it in the leg. The patient stated that her toes began curling and getting sore at 2.1 so she lowered to 2.0 but the patient still wet the bed the following day. The patient mentioned that she had flown out of bed when she had to go. The patient also mentioned she fell after the implant and her arm got really messed up and bruised. It was reported that the patient hit her butt, which was not bruised, but she had been sore since the fall. The patient stated that she informed her health care professional but nothing was done. The patient also stated that since implant she could feel the implant in her back when she sat down and went to get up. The patient noted that it was not painful enough to worry about. There were no further symptoms or complications reported or anticipated.